Manufacturer narrative:
The qc recovery was acceptable. The customer confirmed the correct handling of the reagent, the use of the correct calibrator, and the acceptable sample handling. Patient diagnosis and medication list were requested for further investigation but the customer was unable to provide this information. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas 6000 c 501 (ul) v's serial number is (B)(6) . The investigation is ongoing.

Event description:
The initial reporter received a questionable bnz2 result from one urine forensic patient sample tested on the cobas 6000 c 501 (ul) v. On (B)(6) 2024: the initial result from the module was 142 (positive). On (B)(6) 2024: the repeat result from a xevo analyzer that uses the liquid chromatography - mass spectrometry (lc-ms) laboratory method was "negative". The repeat result was deemed correct. The initial result was not reported outside the laboratory as they perform reflex testing for forensic patient samples.